Event description:
Company representative reported via email that the customer called and reported that the insulin pump has condensation inside the screen, the display is difficult to read and batteries have to be changed frequently. She also stated that she has had to restart the rewind process to be able to complete it a couple of times and the up arrow button is sticking. Customer declined transfer for troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.